Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv therapy. Lead noise was observed via review of merlin transmissions. No intervention was performed. Patient monitoring will continue with routine follow ups.